Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, that the customer could not move the syringe of the vertecem. There was no surgical delay. The procedure was completed successfully. There were no patient consequences.

Event description:
Additional information received and provided by the customer are as follows; mixing the cement was not possible because the plunger of the intended mixing instrument was rigid and could not be moved.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5 corrected: b3. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned sample found hardened cement was observed inside the mixer. The hardened cement was visibly not mixed homogeneously. A complete functional test was unable to performed due to condition of the received device. Therefore, the complaint condition unable to be replicated. However, a retain test was performed by the vendor, (B)(4), the result of the testing revealed no deviations of product code 07.702.016s, lot #4b53670; hence a faulty product was excluded. Instructions for use of the vertecem v+ cement kit se_386348 rev. Ae was reviewed and the following relevant statements were found at page 6 and 8: always use the full amounts of monomer liquid and polymer powder provided in the kit, respectively, when mixing vertecem v+ cement kit bone cement. Otherwise the behavior of the vertecem v+ cement kit can no longer be guaranteed. Using only one of the components is not permitted. Ensure that the powder and liquid component are thoroughly mixed before starting cement transfer. Note that cement handling and setting times are heavily dependent of temperature. Higher temperatures reduce the setting time and lower temperatures extend it. Handling time also depends on many other factors, including (without necessarily being limited to) syringe diameter, cannula diameter and length. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the vertecem v+ cement kit would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 07.702.016s. Lot # 4b53670. Manufacturing site: werk selzach. Release to warehouse date: 01.feb.2024. Expiration date: 01.feb.2027. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.